Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from an unspecified location. The leak was observed during an unspecified process step; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and a hole was observed on the paper backing. The reported condition was verified. The cause of the condition was machine related. Should additional relevant information become available, a supplemental report will be submitted.